Event description:
It was reported that during follow-up, a decrease in sensing was observed. Echocardiography revealed the lead had perforated the rv apex. Patient was asymptomatic. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.